Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect tsh results on one patient. The results provided were: on (B)(6) 2022, sid (B)(6), initial=0.0072 uiu/ml /repeated=3.6095 uiu/ml laboratory reference range for tsh=0.35 to 4.94 uiu/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of architect tsh reagent lot number 35280ud01. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. The ticket search by lot indicates that the reagent lot performs as expected for this product. Historical performance of reagent lot 35280ud01 was evaluated using worldwide data from abbottlink. The patient median data were analyzed and compared to an established control limit. All testing meets acceptance criteria for lot 35280ud01 performing as expected. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect tsh, reagent lot 35280ud01. Updated section d3 email address for medical device contact person and g1 manufactures site email to (B)(4) from (B)(4).